Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, allergic reaction occurred. Approximately one week after the implantation of an unknown size taxus express2 drug eluting stent, the patient presented with "symptoms of paclitaxel toxicity" which included muscle weakness and lft (liver function test) abnormalities. The patient is being evaluated further for other possible causes. Further information has been requested, but has not been received.